Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During the procedure, the end ("blue part") of the device reportedly lifted. This occurred with a second device (subject device). The complainant was unable to provided any further info. The procedure was completed and the pt was reported to be 'fine". Refer to MFR report #3005099803-2009-00419 for details regarding the first device.